Event description:
A malfunction was reported on a pump, as indicated by a malfunction code. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared.